Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that instrument was returned with the hook and ceramic missing from the yaw pulley. The hook shank was not found within the yaw pulley. The yaw pulley exhibits a crack in the axial direction. Engineering concluded that the instrument pieces likely broke off as a result of mishandling/misuse. On june 12, 2012 isi contacted robotics coordinator, (B)(6) at hospital and she indicated that while removing the permanent cautery hook (pch) instrument from the trocar, the hook on the pch instrument caught onto the trocar, causing the tip to break. (B)(6) indicated the patient has not retained any instrument piece(s) and there was no harm or injury to the patient. The instruments and accessories user manual specifically states: general precautions and warnings; handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci si prostatectomy procedure the permanent cautery hook (pch) instrument broke and a piece from the instrument fell into the patient. The instrument fragment was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.